Event description:
On (B)(6) 2015, the patient was treated for a ruptured thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. It was reported after a successful implant of a conformable gore® tag® thoracic endoprosthesis the leading olive of the device detached from the catheter while being withdrawn into the sheath. The olive remained inside the sheath and both were removed from the patient. The procedure was concluded with no additional reported issues. Final imaging reported the rupture was repaired and the patient tolerated the procedure.

Manufacturer narrative:
Corrected the patient's age.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Patient's medication's - aspirin and metoprolol.

Manufacturer narrative:
Refer to the evaluation summary below for the results of the engineering evaluation.evaluation summary - the device was returned to gore for evaluation. Engineering observed that the leading olive was separated from the remainder of the catheter body. The evaluation stated, the condition of the broken leading end of the catheter exhibited necking and breaking of the dual lumen. Necking and breaking of the dual lumen is indicative of forceful retraction of the catheter counter to the conformable gore® tag® IFU. The root cause for the leading olive detaching from the catheter was the retraction of the catheter against resistance. The findings from the evaluation are consistent with the event description.

Manufacturer narrative:
(B)(4)